Manufacturer narrative:
The insulin pump alarmed a64 during self test due to a faulty electrical component on the radio frequency board. The insulin pump has bleeding lcd glass, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed an error. No radio frequency communication was possible. The customer's blood glucose was 129 mg/dl. Nothing further was reported.